Event description:
It was reported that a vns pt was experiencing bradycardia. A cardiologist reported her lowest pulse rate to be at 45 and her average rate to be at 56. The pt has a pre-existing condition of chronic obstructive pulmonary disease and is on anti-hypertensive medications. Good faith attempts to obtain additional info have been unsuccessful to date.